Event description:
A physician reported a pt who rec'd his first treatment on 1/20/98 in both cheeks. The pt had an immediate purplish bruise in the treated areas, for which the physician applied ice locally. On 1/27/98, the physician examined the pt. The pt developed scabs on each of the treated cheek areas. The physician did not believe the symptoms were a necrosis, but rather secondary to broken capillaries from the injection procedure. The physician presented prescribed topical polysporin ointment and wound cleansing with hydrogen peroxide. On 1/11/99, the physician reported that the erosion had healed with a minimal scar.